Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 2.0. Pt's therapeutic range: approx 2.5-3.5 inr. Pt has obtained lower than expected results for the past few weeks. She stated that the inr was expected to be lower previously, due to the addition of magnesium, but that her coumadin dose was increased and the inr has not increased at all. On (B)(6) 2011, pt's coumadin dose was increased and there was obvious bruising. Pt states that one bruise is the size of a child's palm on her thigh, and she cannot recall running into anything hard enough to hurt. She also has bruises on her arms that appear to be little dots.

Manufacturer narrative:
Investigation pending.